Event description:
It was reported, post lead implant. That the ventricular lead exhibited failure to capture and a decrease in r-wave amplitude. Dislodgement was confirmed, on fluoroscopy. The lead was repositioned the same day on (B)(6) 2024. There were no patient consequences.